Event description:
This device's battery longevity was diminished and was explanted on (B)(6) 2011. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).